Event description:
It was reported that during a radical prostatectomy procedure, towards the end of the case, generator registered an instrument error. Retightened blade, but this did not clear the error. Cleaned tip with wet lap pad and attempted to activate in water. This did not clear the error either. Upon disassembly, nurse noticed tip had broken in half. Broken tip was found on floor. No patient consequences.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining piece of the blade had nicks. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."